Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6), 2022. On (B)(6), 2022, the nurse found leakage from the catheter. It was further reported that the physician cut the leakage part of the catheter and re-connected the connecter but leaked again. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l groshong catheter. The catheter was received assembled with a two-piece connector. An additional catheter fragment was received which was approximately 4cm in length. Light usage residues were observed and a needleless injection cap was attached to the luer adapter. Microscopic inspection of the sample did not reveal any damage or evidence of leakage. Attempts to infuse and aspirate water through the samples using a 12ml syringe revealed both catheter segments to be patent to both infusion and aspiration with no observed leaks. No leaks were observed during pressurization of the sample segments. No damage or leaks were observed during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv2013 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2022. On (B)(6) 2022, the nurse found leakage from the catheter. It was further reported that the physician cut the leakage part of the catheter and re-connected the connecter but leaked again. There was no reported patient injury.